Manufacturer narrative:
(B)(6) 2019. (B)(6) 2019 . The part was not returned for evaluation. A supplemental report will be submitted when new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 18feb2020. B4: 21feb2020. The field service engineer (fse) evaluated the ventilator and confirmed the reported problem. The fse replaced the touchscreen and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05/22/2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the touchscreen was faulty. The device was being used on a patient at the time the issue was discovered, however, there was no patient harm.